Manufacturer narrative:
Investigation is on-going. A supplemental report will be submitted upon completion.

Event description:
It was reported on (B)(6) 2017 that during service the screw hole's thread on the piece between y jaw and the black bar was found to be broken. The breakage caused the y jaw to become loose. On (B)(6) 2017 siemens became aware of new information from further investigation that if a user is not aware of the problem with the y jaw, it is possible for patients to receive dose delivery with incorrect treatment field size. This type of mistreatment could cause a severe injury. However, there is no report of mistreatment of injury to a patient. (B)(6).

Manufacturer narrative:
Investigation by the local customer service engineer (cse) showed that one thread in the tungsten block was damaged but not damaged to the end. When using a longer screw and some washers the counterpart could be completely tightened. As there is a second screw with thread fully intact, the jaw is fixed again. The local cse released the system for clinical use after this repair. There were no parts available for investigation. Based on the information provided no root cause could be identified. No such defect has been reported before and this reported issue is considered to be an isolated case. Considering this, no further corrective action is initiated.